Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every 5th day, ongoing, route and duration were not reported) and ceftazidime injection (1gm, once daily, ongoing, route and duration were not reported) for peritonitis. At the time of this report, the patient was not recovering from the event. Ten days after the event onset, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment were discontinued 15 days after the event onset and the patient was still on hemodialysis twice a week. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.